Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was potential atrial undersensing. The parameters and mode of the device were unknown, so a definitive analysis could not be done. Follow-up with the physician for additional information was unsuccessful. The lead remains in use. No patient complications were reported as a result of this event.